Manufacturer narrative:
Patient medical history includes but is not limited to: htn, aaa, renal artery stenosis, atherosclerosis bilateral lower extremities, carotid artery bilateral stenosis patient medications include but are not limited to: asa 81mg q day, amlodipine besylate 5mg q day. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181400/20835815, plc201400/ 20942507.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. All devices were implanted without issue and the proglide closure was performed with two perclose devices on the right common femoral artery and one performed on the left common femoral artery. Monocryl suture was used to close the access site of the skin and dermabond was applied as sterile dressing. The patient tolerated the procedure with no complications. A few days post implant (exact date unknown) but estimated to be on or about (B)(6) 2019, the patient reported he broke out with large hives and itchiness. On (B)(6) 2019, the patient had a follow-up appointment and confirmed he had no known drug allergies or allergy to nickel. The patient still showed allergic symptoms. On (B)(6) 1029 the patient underwent follow-up computed tomography with contrast. No contrast allergy was noted and no pre-tx for contrast allergy was noted in the patient¿s medical chart. The patient still showed allergic symptoms. On (B)(6) 2020, the patient underwent testing for a nickel allergy and a multitude of other allergens and tested negative. The patient showed allergic symptoms. On (B)(6) 2020, the physician reported that the patient¿s symptoms were improved but not resolved. The physician comments as follows: the operative surgeon did think it was related to an allergy to the graft and mentioned possible explant. The head surgeon after seeing the patient is also in agreement. We have no plan to explant it and hope to suppress his immune system, lifelong. The patient has been started on an h2 blocker and will see him in follow up in one month. Documentation from the patient¿s allergist and dermatologist have been requested but not yet received.

Manufacturer narrative:
H6: code 213: a review of the sterilization records for the devices verified the lots met all pre-release specifications.